Manufacturer narrative:
Added information to describe event or problem.

Event description:
Through follow up edwards learned that patient has autoimmune disease polymyositis.

Manufacturer narrative:
The device was not returned for evaluation as it remains implanted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. Attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a (B)(6) year-old patient underwent transcatheter mitral valve replacement (valve-in-valve) to treat a 31mm surgical valve due to leaflet thickening revealed through echo. The implant duration of the surgical valve was two years and four months. The physician reported that the patient had several heart problems and the issue was likely due to an autoimmune disease of the patient.